Manufacturer narrative:
An analysis was performed on the returned device. The entrapment and malposition are related to the case conditions and could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure as it is likely the suture did not release properly from the foot or was caught during foot closure. With the foot closed and the suture captured, entrapment of the device would result. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated. D4 - lot # updated from unknown to 4092041.

Event description:
It was reported that an arteriotomy closure of the very mildly calcified right common femoral artery was attempted using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, one device was successfully pre-placed. The second device was deployed without any noted issues; however, it could not be removed. Angiograms showed that the footplate was closed; attempts to remove the device with additional, but not excessive force, were made, but the device remained stuck; therefore, a cutdown was performed. During surgery, the suture was cut to free the device as the suture was caught, either in tissue or the o-ring. There was no vessel damage. Hemostasis was achieved via cutdown. A delay was reported due to the surgery, however, there was no adverse patient sequela. Subsequent to the initially filed report, the following additional information was received: the device was returned disassembled. Follow-up was conducted and it was reported that the device was disassembled as part of the effort to remove the device. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the very mildly calcified right common femoral artery was attempted using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, one device was successfully pre-placed. The second device was deployed without any noted issues; however, it could not be removed. Angiograms showed that the footplate was closed; attempts to remove the device with additional, but not excessive force, were made, but the device remained stuck; therefore, a cutdown was performed. During surgery, the suture was cut to free the device as the suture was caught, either in tissue or the o-ring. There was no vessel damage. Hemostasis was achieved via cutdown. A delay was reported due to the surgery, however, there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: ¿a partial UDI was provided as the lot number is not known¿.